Event description:
It was reported that the pt experienced a post-op bleed.

Manufacturer narrative:
March 2012: this MDR is being filed based on a retrospective review of complaints received by the manufacturer. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk therefore; a review of the manufacturing documentation could not be performed.